Manufacturer narrative:
Follow-up submitted with additional information. It was determined this was a general concern and no malfunction of the beds and no specific serial numbers could be provided. However, the alleged pressure ulcers occurring on patient¿s feet was found to be due to the nursing staff not correctly floating patient¿s heels. Customer protocols were evaluated and a stryker team worked with the customer on improvement. No specific units were identified for evaluation.

Event description:
It was reported that patients have allegedly developed pressure ulcers on their feet from the bed footboard.

Event description:
It was reported that patients have allegedly developed pressure ulcers on their feet from the bed footboard.